Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle experienced foreign matter in or on device cannula/needle/coring. The following informtion was provided by the initial reporter: the pharmaceutical personnel claims that particles were attached to the cannulas during the use of bd microlance 3 cannulas, 21 g, lot 210121. This was noticed after drawing up with some syringes. With cannulas from other producers, the issue appears seldom or it cannot be even be observed. I tried to get rid of the ¿particles¿ by shaking one of the vials filled with isotonic saline solution, but was not successful. The ¿particle¿ can be removed mechanically. I lifted the cap to get to the cannula without having to remove the cannula. Unfortunately, I do not have a microscope or any other analytical methods to give more details.

Event description:
It was reported that the bd microlance¿ 3 needle experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: the pharmaceutical personnel claims that particles were attached to the cannulas during the use of bd microlance 3 cannulas, 21 g, lot 210121. This was noticed after drawing up with some syringes. With cannulas from other producers, the issue appears seldom or it cannot be even be observed. I tried to get rid of the ¿particles¿ by shaking one of the vials filled with isotonic saline solution, but was not successful. The ¿particle¿ can be removed mechanically. I lifted the cap to get to the cannula without having to remove the cannula. Unfortunately, I do not have a microscope or any other analytical methods to give more details.

Manufacturer narrative:
H.6. Investigation: four photos of the sample were received by our quality team for evaluation. From the particles can be observed in the cannula surface, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the team¿s investigation and considering the preventative measures and controls in place during the cannula manufacturing process, the coring effect is unlikely to be cause by poor or insufficient de-burring process of the cannula. The stopper conditions and handling may have contributed to the coring effect. Since most of the needles, including the reported one, have a short bevel, the needle should penetrate the stopper at 90ºc to minimize risk of catching internal wall of vial stopper.